Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 600, 200 mg/dl. The customer experienced the symptoms related to high blood glucose such as vomiting. The customer stated that she is in the hospital now 2 days ago she was rushed to emergency. Customer was not trust her insulin pump and stated that she saw lots of insulin leaking. The customer stated that she was not received any alarm in her insulin pump about the leaking and it was too late for her to realize when she noticed that her legs were wet with insulin. The customer stated that after the incident, insulin pump looks like it was working but she was not want to take risk. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).